Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6)year old asian male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella lp2.5. During use of the device, approximately 4 days after insertion, the patient's access side developed a bleed. As treatment, multiple blood products were delivered to the patient and hemostasis was achieved successfully.